Event description:
The customer reported to baxter (B)(4) of a 4l empty eva bag with 6 lead set (product code unknown) in which there is a hair in the set. The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. The device used in reported condition is unknown; therefore, it does not have a us 510k number.